Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his blood glucose was increasing after a set change. Customer's blood glucose was 531 mg/dl. Customer's blood glucose at time of call was 582 mg/dl. Customer was advised to change the entire set. Customer will not be returning the device for analysis.